Manufacturer narrative:
The device was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. A detailed microscopic examination of the balloon material identified a 1.4cm longitudinal tear along the main body of the balloon material. In addition, the inner lumen was stretched at the exposed section within the balloon tear. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 22oct2025. It was reported that the device was unable to cross. Following preparation of the 65% stenosed, severely calcified, tortuous lesion, the device was unable to cross the vessel. The device was able to be completed and there were no patient injuries reported. However, the return device analysis revealed a longitudinal tear in the balloon.